Manufacturer narrative:
Device evaluated by manufacturer: the lotus edge device was returned for evaluation. The system was returned fully sheathed. The outer sheath was compressed at the proximal to the tip of the outer sheath. The valve was un-sheathed without issue. The valve components were examined, and no issues were noted. The valve was released on the bench without issue.

Event description:
It was reported that the lotus edge valve delivery system failed to advance. Procedure summary: the patient had a bicuspid aortic valve and a horizontal aortic arch. The annulus was measured at 20.6mm. Vascular access was obtained via a right transfemoral approach. The anatomy was moderately tortuous and moderately calcified. A lotus introducer sheath (lis) was inserted into the right femoral artery. An extra small (xs) safari2 guidewire was inserted and advanced to the aortic arch without problem. A 23mmlotus edge valve delivery system (lot# 25004444) was advanced and was unable to cross the aortic valve. During removal of the 23mm lotus edge delivery system (lot #25004444), pressure was applied inside the sheath, and the delivery system catheter tip became flattened. Balloon aortic valvuloplasty(bav) was performed using 18mm non-boston scientific balloon catheter. The xs safari 2 guidewire was replaced with a small safari2 guidewire. The 23mm lotus edge valve delivery system (lot #25004444) was exchanged for another 23mm lotus edge valve delivery system (lot # 25004441). The 23mm lotus edge valve (lot: 25004441) was prepared and inserted; however the same issue occurred with the inability to cross the aortic valve. In order to orient the tip towards to the aortic valve, the delivery system was removed once using a snare. The snare wire was inserted via the femoral region. The 23mm lotus edge valve system was advanced to the ascending aorta and able to cross the aortic valve by pulling the catheter tip using the snare. During deployment of the 23mm lotus edge valve, asymmetric unsheathing occurred. A partial recapture was performed in accordance with the instructions for use (IFU). On the second deployment attempt, the 23mm lotus edge valve was able to be unsheathed and locked. When checking the locking of the lotus edge valve, st elevation was observed on the electrocardiogram(ECG). At the same time, a decrease in the patients blood pressure was noticed. A transthoracic echocardiogram(tte) was performed and indicated the right ventricle was not moving. The 23mm lotus edge valve was resheathed and removed in accordance with the IFU. Imaging was performed in the right coronary artery (rca) and left coronary artery(lca) and blood flow was able to be confirmed without any stenosis. Function of the right ventricle recovered. Vasopressors were administered, and the patients blood pressure gradually increased. At this time, severe aortic regurgitation (ar) was noted under echocardiogram. The physician determined that it would be dangerous to continue the procedure, so the procedure was discontinued. The patient was scheduled to undergo surgical aortic valve replacement three days later.

Event description:
It was reported that the lotus edge valve delivery system failed to advance. Procedure summary: the patient had a bicuspid aortic valve and a horizontal aortic arch. The annulus was measured at 20.6mm. Vascular access was obtained via a right transfemoral approach. The anatomy was moderately tortuous and moderately calcified. A lotus introducer sheath (lis) was inserted into the right femoral artery. An extra small (xs) safari2 guidewire was inserted and advanced to the aortic arch without problem. A 23mmlotus edge valve delivery system (lot# 25004444) was advanced and was unable to cross the aortic valve. During removal of the 23mm lotus edge delivery system (lot #25004444), pressure was applied inside the sheath, and the delivery system catheter tip became flattened. Balloon aortic valvuloplasty(bav) was performed using 18mm non-boston scientific balloon catheter. The xs safari 2 guidewire was replaced with a small safari2 guidewire. The 23mm lotus edge valve delivery system (lot #25004444) was exchanged for another 23mm lotus edge valve delivery system (lot # 25004441). The 23mm lotus edge valve (lot: 25004441) was prepared and inserted; however the same issue occurred with the inability to cross the aortic valve. In order to orient the tip towards to the aortic valve, the delivery system was removed once using a snare. The snare wire was inserted via the femoral region. The 23mm lotus edge valve system was advanced to the ascending aorta and able to cross the aortic valve by pulling the catheter tip using the snare. During deployment of the 23mm lotus edge valve, asymmetric unsheathing occurred. A partial recapture was performed in accordance with the instructions for use (IFU). On the second deployment attempt, the 23mm lotus edge valve was able to be unsheathed and locked. When checking the locking of the lotus edge valve, st elevation was observed on the electrocardiogram(ECG). At the same time, a decrease in the patients blood pressure was noticed. A transthoracic echocardiogram(tte) was performed and indicated the right ventricle was not moving. The 23mm lotus edge valve was resheathed and removed in accordance with the IFU. Imaging was performed in the right coronary artery (rca) and left coronary artery(lca) and blood flow was able to be confirmed without any stenosis. Function of the right ventricle recovered. Vasopressors were administered, and the patients blood pressure gradually increased. At this time, severe aortic regurgitation (ar) was noted under echocardiogram. The physician determined that it would be dangerous to continue the procedure, so the procedure was discontinued. The patient was scheduled to undergo surgical aortic valve replacement three days later.